Event description:
Customer reported a button error alarm. The customer's blood glucose was 102 mg/dl. The customer stated his insulin pump may have been exposed to moisture prior to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found on the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a cracked reservoir tube and a cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.